Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. In addition, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. The customer's blood glucose was over 400 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.